Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are aas follows. Date: (B)(6) 2014, inratio inr: 1.3 and 2.0. Therapeutic range: 2.0 - 3.0. Testing was performed within minutes. Reportedly, the first drop of blood was not used. There was no reported adverse pt sequela. There was no additional info provided.